Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. Blood was observed on the adhesive pad and in the exposed portion of the soft cannula. No evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula was bent. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. The pod was worn between 36 and 48 hours on the leg.